Event description:
Customer called to report that they are experiencing low blood glucose levels. Customer reported that the insulin pump alarmed battery out limit and off no power. Customer also reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose reading was 69 mg/dl. Troubleshooting was done. Advised customer to monitor the insulin pump. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.